Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, patient experienced pelvic and lower abdominal pain, vaginal discharge with odor, dyspareunia, increase urinary tract and bladder infection, hematuria, continued incontinence, difficulty with getting urine to flow and sense of incomplete voiding. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device the company was unable to determine if the device met specifications, and the company was unable to determine the specific relationship of the device to the event. The company's directions for use outlines as potential complications: "infection..."